Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air bubble alarm with vancomycin administration detailed inquiry description: "patient admitted to dtc4 for respiratory failure and pneumonia. Treatment includes IV antibiotics. While administering IV vancomycin for patient, air bubble alarm indicated on through braun pump. Observed no major air bubbles in line upon inspection. Followed instructions to disconnect IV medication from patient and priming attempted as advised by braun pump. Medication reconnected to IV line and IV vancomycin attempted to restart. Air bubble alarm continued. As a result, new IV tubing used/primed in order to finish administration of IV vancomycin. Approximately 23 ml or more lost in "defected, air bubble tubing as a result. Anm notified," no injury reported.